Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was provided by the customer: the issue was found after laparoscopic procedure during washing the device by the sterile technician upon completion of procedure and device no longer used on patient. There were no reports of patient involvement. Updated fields: a2, a4, a5, a6, b5, d8, d9, d10, e3, e4, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the llk plug of the video cable section contains foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was found after laparoscopic procedure during washing the device by the sterile technician upon completion of procedure and device no longer used on patient. There were no reports of patient involvement.

Event description:
It was reported that the subject device presented moisture drops inside the lens. The issue was found at laparoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.